Manufacturer narrative:
S-scort suction unit (B)(4) was returned to sscor for evaluation. Upon receipt of the unit it was obvious that it was missing a screw from the contact block to the battery as stated by the user. Sscor added a screw and the device powered on and worked to specification. Further inspection of the device indicated that the device was abused. The wiring harness receptacle was broken, bottom base and inner switch bracket were bent, two position regulator was positioned incorrectly in an angle and the case was ripped. The device was tampered with. It appears the screw was not properly placed by the user causing it to fall out. Due to the missing screw the device did not turn on during the emergency situation. The s-scort ii has been sold by sscor for over 17 years and this is the first complaint received of this kind. Device was repaired and will be returned to customer. Sscor had a conversation with the reporter and they stated that the device failure did not cause or contribute to the outcome of the patient. Patient had preexisting medical conditions and had refused going back to the hospital for treatment a week before this incident.

Event description:
Sscor suction unit (s-scort ii) checked at beginning of shift and fresh batteries installed. During acute response, sscor suction unit would not turn on. Hot battery exchange performed with unit still failing to function. Patient was in need of immediate suction due to being unresponsive and vomiting. On inspection of the failed unit after returning to quarters it was found that the screw holding the hot lead to the back of the active battery port had come out and the lead was disconnected from the battery causing the failure.